Manufacturer narrative:
H4: the lot was manufactured from february 10, 2020 - february 11, 2020. H10: the device evaluation was received for evaluation. Visual inspection on the returned unit via the naked eye noted the bladder had been ruptured. The ruptured bladder was microscopically examined for signs of abnormality. As a result, no signs of abnormality were found on the ruptured bladder. The reported condition was verified. The cause of the condition was not determined, however, the most probable cause was noted to be manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate ruptured during filling with fluorouracil. There was no patient involvement. No additional information is available.